Manufacturer narrative:
The reported event of infection could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received a "retrospective post-market clinical data collection protocol for stryker systems ¿ axsos 3 ti distal lateral femur" that contains collected data on the usage and the outcomes of axsos 3 titanium distal lateral femur. The report details analysis provided for revision procedures performed between 11/01/2020 to 3/1/2023. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: infection 37 days post-op.

Event description:
The manufacturer received a "retrospective post-market clinical data collection protocol for stryker systems ¿ axsos 3 ti distal lateral femur" that contains collected data on the usage and the outcomes of axsos 3 titanium distal lateral femur. The report details analysis provided for revision procedures performed between 11/01/2020 to 3/1/2023. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: infection 37 days post-op

Manufacturer narrative:
Corrections made to field d1 - unknown_axsos 3 distal screw , d2b and d2a. The reported event of infection could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.